Event description:
It was reported the pt ((B)(6)) was experiencing difficulty increasing the amplitude for his therapy. Surgical intervention was undertaken to address this issue. Intraoperative testing found invalid impedance measurements at the ipg and lead. Based on the findings, the physician elected to replace the pt's extensions. Effective stimulation was recaptured for the pt as a result and impedance readings were satisfactory.

Manufacturer narrative:
Results: two complete lead extensions were received. The devices were visually examined under the microscope and broken wires were observed on both extensions a and b at the entrance of header of extensions. Discoloration dry up bodily fluids were observed in the lead segment on extension a. Testing revealed that channels 1 and 8 measured open on extension a and extension b. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.